Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture and residue/debris on product. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -11.0/1.0/003 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2023 from patient's right eye (od) due to excessive vault. Cause of the event is reported as unknown.

Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, b3 - unk. Claim# (B)(4).